Manufacturer narrative:
A second review of the customer provided burn paper test was performed and it was determined there is no indication of a product issue based on the pattern. No product will be returned for evaluation as the system has no system or data logs that can be reviewed. A review of pattern paper test indicated system and handpiece performed as expected. According to the clear + brilliant laser system operator manual, skin textural changes are a known possible complication of clear + brilliant treatment. Following any laser treatment, re-epithelialization may not occur as expected due to an individual¿s physiology (i.e. Poor wound healing ability, or post-treatment care). This may result in undesirable textural changes. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No nonconformities or anomalies were found related to this event when reviewing the device history record. Based on the available information, skin textural changes are a known possible complication of clear + brilliant treatment. No corrective action is necessary at this time.

Event description:
A user facility reported that a patient experienced rough skin and a ¿sandpaper¿ like texture on their face a few days following a clear+brilliant treatment. The patient received treatment to their face using the 1440 wavelength handpiece with the highest treatment level of medium level 2. No system errors had occurred during the procedure. This was the first time the treatment tip was used on a patient. A few days following the procedure, the patient observed an uneven and bumpy skin texture in the treated areas. Approximately two weeks post treatment, the patient contacted the user facility to report that her skin was still bumpy and rough. She was then advised to apply hydrocortisone cream to the affected areas for a few days, which did not help resolve the appearance. The patient had visited the user facility approximately six weeks post treatment and it was observed that her skin still looked bumpy and uneven. The patient received a hydrofacial treatment during that visit which had slightly improved the skin texture. Approximately two months post treatment, the patient visited the user facility again and it was observed the texture was improved however the skin still had a rough appearance. The patient¿s current status is they still have rough skin texture in mostly the cheek, jawline, and forehead areas. The possibility of a permanent scar was reported as unlikely. The patient did receive treatment with the 1927 wavelength permea handpiece approximately one month prior to the procedure in the same symptom area with no issues. A solta medical reviewer examined photos of the patient and observed the patient skin showed dry and sandy texture on both side of the face.

Manufacturer narrative:
The customer performed a burn paper test and provided the image for review. After review of the burn paper results, it was observed there were some gaps in the laser pattern coverage which may indicate a possible product issue. No product will be returned for evaluation as the system has no system or data logs that can be reviewed. The investigation is ongoing.